Manufacturer narrative:
(B)(4).

Event description:
It was reported that before device implant procedure, backup vvi mode was observed. The device was not used and a different one was implanted instead.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory. The device was in backup vvi upon receipt and tested on the bench as well as using automated test equipment; no anomaly was found. The cause of the backup vvi could not be determined.

Event description:
New information notes that the new device was implanted on (B)(6) 2016. The patient's condition was okay.